Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 412 mg/dl. Customer¿s current blood glucose level was 408 mg/dl. Customer also had blood glucose of 98 mg/dl and when she went to home it was 360 mg/dl. The customer did not provide any symptoms regarding high blood glucose. The customer was treated for the high blood glucose with insulin shot. The insulin pump was not returned for analysis.

Manufacturer narrative:
Device passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test.